Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer checked the pump supplies and found that the cartridge was leaking causing the occlusion alarms. A cartridge change was performed resolving the occlusion and leaking cartridge issue. Customer's blood glucose level was 143 mg/dl.